Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the oxygenator had a leak at the beginning of the procedure. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
(B)(4). Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). The sample was not returned for evaluation. A retention sample from the same product code/lot number combination was obtained for investigation. A review of the device history record revealed no manufacturing anomalies. Visual inspection on the retention sample found no anomalies. The oxygenator/heat exchanger assembly was then leak tested by pressurizing with water to approximately 600 mmhg and observing for leaks at any of the connections of lines. There were no leaks observed during this test; therefore, this event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.